Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after the catheter placement, negative pressure was applied through the device with a syringe and it was noted that air was leaking between the hub and catheter. Another device was used instead. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The returned device was visually inspected, photographed then tested. Investigation and testing of the returned device was not able to reproduce the failure mentioned in the complaint. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures are in progress to address this issue.

Event description:
It was reported after the catheter placement, negative pressure was applied through the device with a syringe and it was noted that air was leaking between the hub and catheter. Another device was used instead. There have been no adverse effects to the patient reported.